Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in customer experiencing a blood glucose (bg) level ranging from less than 40 mg/dl to 57 mg/dl. Tandem technical support was unable to verify the allegation as multiple contact attempts were made to obtain additional information regarding the event; however, no response was received from the customer.